Event description:
It was reported that the device failed to open telemetry session under programming head. The device was received in the unopened original shipping package. No apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.